Event description:
During a device change-out, externalized conductors were observed via review of fluoroscopy. At the time of the generator change, lead integrity was visually examined and externalized conductor was observed between svc and rv coil. The lead had been performing normally electrically, hence, the lead was used on the new device and tested normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.